Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by the third party service center. The evaluation of the batteries and valves are in good condition and the cabinet and other parts were found to be in good condition. There were no issues identified. The device was scrapped.